Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No moisture damage noted on electronics assembly. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and missing endcap sticker noted. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 107 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer stated the device got wet. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.